Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately three months post implant, the right ventricular (rv) lead exhibited one possible under-sensed beat. The rv lead remains in use. No patient complications have been reported as a result of this event.